Event description:
A caller reported a malfunction on the pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by giving pump reset information, but the caller had difficulty initiating the reset due to being unable to press the pump button or remove the pump case. The customer decided to rely on manual insulin injections for the night and planned to call back the next morning for additional help.